Event description:
A hospital in (B)(6) reported that after three days of use an opt316 optiflow junior nasal cannula became disconnected from the 900pt531 breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare did not receive any complaint device for evaluation. Our investigation is based on the information provided by the hospital and our knowledge of the product. Conclusion: without the devices for evaluation we were unable to determine whether there was any defect with the complaint opt316 cannula or 900pt531 breathing circuit. We note that the devices had been in use for three days, indicating that the swivel clip of the cannula had good retention with the breathing circuit prior to the reported incident. In the event of a disconnection the airvo2 humidifier would have alarmed to alert the caregiver. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. The easy-click swivel connection between the optiflow junior cannula and the breathing circuit is designed to disconnect under an excessive load to prevent undue force being transferred to the patient. Our user instructions that accompany the opt316 cannula state: under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Ensure that all connections are secure during use. Patient monitoring is recommended. Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the opt316 based on customer feedback.